Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. There is one other complaint on this device, (B)(4). The reported malfunction involved the pump failing the 30psi occlusion test, as experienced by the end user. The reported failure mode was confirmed. The pump failed the 30 psi test at 20 psi, which is outside of the performance specification. The pump did not pass specification. The pump will be transferred to service to undergo servicing. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie on (B)(6) 2024, that the pump failed the 30psi occlusion test. There was no patient involvement.